Event description:
Rn noted that pt's glucose was low despite increase in intravenous rate and addition of second fluid (d20). Rn marked burette at 0015 and at 0200 fluid level had not changed. Pump continued to show digital reading as if infusing; no alarm was ever initiated. Pt glucose (whole blood) baseline is approx 100. Dropped to 46 for 2-3 hrs. Unk impact on critically ill newborn.